Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump became unresponsive during set-up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate the reported issue. The service representative took photographs of the complained device and sent them to sorin group (B)(4) for further analysis. Evaluation of the received photos indicated that liquid had penetrated into the touch screen, causing the reported issue. As corrective action, CAPA (B)(4) and change orders (B)(4) have already been implemented. A review of the DHR identified two deviations relevant to the reported failure. A correction was implemented at that time to improve the sealing.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the touch screen of the s5 roller pump became unresponsive during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the touch screen of the s5 roller pump became unresponsive during set-up. There was no patient involvement.